Event description:
The patient reported experiencing extremely high blood sugars without receiving adequate basal insulin delivery after setting up a new controller (400 mg/dl). The patient also reported that they had experienced low blood sugar levels as well (53 mg/dl). The patient was provided troubleshooting guidance and was provided explanation that the new controller requires time to adapt to the patient's insulin needs. It was suggested to the patient to verify settings are adequate, with their endocrinologist, at their upcoming scheduled appointment. Medical treatment was not required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.